Event description:
A pharmacy technician reported to baxter healthcare corporate product surveillance one (1) ce intermate sv 100ml/hour in which the reservoir leaked into the housing when filling with normal saline. This condition has the potential to interrupt therapy. The event was detected in the pharmacy; there is no patient involvement, injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.